Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was over 600 mg/dl at the time of the incident. The customer states that insulin pump had blank display and the insulin pump was expose to the moisture. The customer also reported that the insulin was squirting out. The customer was treated with the manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged lcd board. Also moisture damage motor during visual inspection. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime/fill anomaly due to blank display.